Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. On unreported date(s), the patient was treated with ceftazidime intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.